Event description:
Patient implanted with a margron-dtc hip replacement system and another manufacturer's acetabular cup and femoral head experienced ongoing pain and dislocation of the implant 4 years after the primary procedure. As a remedial action the head and cup were revised due to aseptic loosening and damage. The dtc femoral neck was not found to be retroverted, but not visually damaged and revised due to possible microscopic damage to taper surfaces during the removal of the head. The dtc femoral stem was found to be well fixed and left in situ. The explanted devices were not returned to the manufacturer and examination was not possible to determine the cause of the failure. Device history records for the stem and neck are complete and conforming to approved design and manufacturing specifications.

Manufacturer narrative:
The femoral neck was found to be retroverted during the revision surgery. The revising surgeon commented that it was unlikely that the primary surgeon would have placed the neck in such a position. It is possible that the neck and/or stem may have rotated during early implantation, but this could not be confirmed due to a lack of availability of the explanted devices. The loose acetabular cup may also have contributed to the dislocation of the implant system. The device history records for the stem and neck were examined, especially the taper connections, and were found to be complete and confirming to approved design and manufacturing specifications. As a precautionary measure, portland has taken the margron dtc system off the market in the USA pending further evaluation of the device and events, except for cases in which margron specific tools and components are necessary to perform revision on a margron implant.